Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 600 mg/dl. Customer also reported diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. During troubleshooting, the insulin pump did not show any sign of malfunction, but customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. Device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing endcap sticker.